Event description:
Discordant, falsely high cardiac troponin I (ctnl) results were obtained on two patient samples on an advia centaur cp instrument. The initial discordant results were reported to the physician(s). The samples were both repeated on the same advia centaur cp instrument in duplicate, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ctnl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed the daily cleaning procedure. The cse replaced the waste reservoir assembly and the waste reservoir cap. The customer ran the quality controls, which were within the acceptable ranges. The cause of discordant ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.